Manufacturer narrative:
Concomitant product: product ID: 8840, product type: programmer, physician.

Event description:
Information was received form a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 1000mcg/ml at a dose of 286mcg/day. The new concentration was 2000mcg/ml. The healthcare provider programmed a bridge bolus incorrectly and it had been infusing for 5 minutes. The actual programming numbers were not available; however, it was not believed to be much fluid. No patient symptoms were reported.

Event description:
Additional information received reported the healthcare provider did not know the serial number of the 8840 used to program the pump because they had multiple 8840s at their office. Per the healthcare provider the programming error was caused by human error and it was caught when they looked at the telemetry printout. The pump was reprogrammed and the event resolved before the patient left the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.